Manufacturer narrative:
The company rep examined the system and found system messages related to phaco and suction in the event log. The system was then tested and met all product specifications. A replacement footswitch and cable were provided to the customer. A root cause has not been identified. (B)(4).

Event description:
The surgeon reported during a procedure the foot pedal did not respond to his direction and there was an issue with suction. The surgery was completed the same day. Additional info has been requested.